Event description:
It was reported that the patient with this pacemaker experienced bradycardia. Upon review, it was noted loss of capture and high impedance pacing impedance measurements. Possible causes were discussed and programming options were recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.